Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt died due to multi system organ failure and biventricular failure.

Manufacturer narrative:
The hospital disposed of the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.